Event description:
Analysis of a returned device found a damaged downstream occlusion seal. There was unknown patient involvement. There were no consequences for the patient.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was downloaded. Functional testing was performed. The dso seal was replaced.